Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received multiple intermittent cartridge alarms (cartridge alarm 19) on multiple occasions during basal delivery. Customer experienced elevated blood glucose levels reaching 400 mg/dl. Manual injections were delivered to stabilize blood glucose levels.